Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 1/16/2018, belt: 2/6/2018.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. Review of the patient's download data revealed that the patient was inappropriately treated prior to passing. The patient was reportedly unconscious and in a rehab facility at the time of the event. CPR was initiated by the rehab staff and ems was called. From 8:08:24 am to 8:16:13 am on (B)(6) 2019, the patient received 13 inappropriate treatments from the lifevest. The patient's rhythm at the time of all of the treatments was asystole, and the post-shock rhythms for all of the treatments were asystole. Oversensing of low-amplitude cardiac activity contributed to the false detection. The response buttons were not pressed during the event. Ems reportedly removed the lifevest to place an AED prior to the patient being transported to the hospital. There are no allegations against the device. There is no indication that the lifevest caused or contributed to the patient's death as the patient was in a non-life-sustaining rhythm prior to the treatments.